Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the blue clave has fallen off. The event occurred during patient infusion, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is available for evaluation, however, it has not yet been received.

Manufacturer narrative:
Received one (1) opened/unused. List #14687-15, primary plum set for evaluation. As received the secondary port clave was separated and broken off from the port on the cassette. Stress marks and a rigid break were observed on the clave and on the port. The returned packaging was not opened along the perforated edge and had a hole in the middle of the bag. The complaint of broken and separated clave can be confirmed. The probable cause is due to an unintentional bending force possibly when the set was removed from the bag improperly. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.